Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a patient using an ilet device with a cd infusion set experienced hyperglycemia after a recent supply change and meal announcement, with a fingerstick blood glucose of 375 mg/dl; tubing primed appropriately with visible drops, and the patient later disconnected and transitioned to alternate therapy before subsequently reconnecting and returning to range. Symptoms included high blood glucose. Outcomes included temporary interruption of pump therapy and resumption with glucose back in range. Investigation included troubleshooting and education with confirmation of insulin delivery through tubing and follow-up to assess glucose trends and therapy decisions. Investigation of this case revealed no confirmed device or component malfunction, and the cause of the hyperglycemia remained unclear given early use of the system, recent meal announcement, and functional supplies. It was concluded, based on previously established findings for similar reports, that the cause was unclear.